Manufacturer narrative:
No cracks were noted where the time shows, however scratches on lcd window were noted. The device was received with broken battery tube threads noted, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was 8.1 mmol/l. Customer stated there were cracks on the screen. Customer stated the insulin pump got bumped. Advised the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.